Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a severe low blood glucose event and she did not know why. Her husband called ems but the customer declined treatment and told ems that she was fine. The customer was treated via injection but she did not know what the injection was. Troubleshooting was initiated for the insulin pump. The drive support cap appeared normal. The device settings were programmed accurately. The customer mentioned that the device was exposed to a strong magnetic field; however, there were no motor error alarms or motor position encoder error alarms in the alarm history. The customer did not believe the device was over-delivering, but she was advised to discontinue use of the insulin pump and revert to a medically prescribed back-up plan. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
The pump passed the delivery accuracy test.